Event description:
Customer's mother reported customer dropped his insulin pump and it was not working. This morning customer woke up with high blood glucose so customer was taken to the hospital. Customer tried treating with a bolus delivery, but his blood glucose was not coming down. The insulin pump has a blurry lcd screen and the numbers cannot be read. Customer's blood glucose was 317 mg/dl when admitted. He was treated with pain medication and insulin. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Unable to perform functional testing due to cracked and bleeding lcd glass. Device received with cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window. (B)(4).